Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that the distractor was implanted and fixated in the mid face. The distractor was advanced to 10mm, then reversed all the way back. The distractor then fell apart with the threaded shaft backing all the way out of the small silver ring. However, the surgeon was able to put everything back together (20 minutes). It was implanted again, and left in the patient.